Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs, one of which displayed the formal report of the incident and the other which displayed the q-syte with the blue dust cap intact. Through the visual observation, the q-syte top disk of the septum is pushed into the top body. Unfortunately, the photos do not provide sufficient evidence to determine any other anomalies or damage, or to indicate if the q-syte has residual septum material and adhesive deposits on the rim of the top body (polycarbonate) and top disk. The reported issue was confirmed as the septum was pushed into the adapter. A device history record review showed no non-conformances associated with this issue during the production of this batch. Examination of the actual product involved may provide clarification as to the cause for the reported failure. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device did not have a "permeable entry hole" during use. The following information was provided by the initial reporter, translated from spanish to english: "when verifying the permeability of the connector, it is observed that it does not have a permeable entry hole, it is solid and inadequate, not suitable for use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device did not have a "permeable entry hole" during use. The following information was provided by the initial reporter, translated from spanish to english: "when verifying the permeability of the connector, it is observed that it does not have a permeable entry hole, it is solid and inadequate, not suitable for use."